Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator was surgically repositioned as it delivered 2 inappropriate inappropriate tachy shocks, not isolated to a single episode, due to myopotentials oversensing related to migration movement. Technical services was inquired about the original implant defibrillation threshold (dft) test results. However, this information was not available. This implantable electrode remains in service and no additional adverse patient effects were reported.